Event description:
On (B)(6) 2024, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridge that yielded a discrepant creatinine & bun result on patient. There was no additional information at the time of this report. Return product is not available for investigation. Method: date: tested crea (mg/dl): bun (mg/dl): I-stat, ni , ni , 7.5, 96 , catalyst (B)(6) 2025, 4:59, 5.1 , 60. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 13-mar-2025. A review of the device history record (DHR) confirmed the cartridge lot met finished goods release criteria. Retained testing met the acceptance criteria found in q04.01.003 rev. An, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for chem8+ cartridge lot h24328.